Event description:
Injury: a lawyer from spain reported that a novofine 30 needle broke off in a pt's upper arm during an injection and remained under the skin. The pt went to the emergency room where a radiography showed that the broken part of the needle was located 1 cm from the epidermis. The needle was not removed due to the technical difficulties of an extraction.